Manufacturer narrative:
(B)(4)

Event description:
The customer reported that two accuchek safe-t-pro plus lancet devices had needles that did not retract beyond the end of the device after using them to puncture a patient's finger. In both cases the field people of the company had accidental needlesticks from the exposed needles. They both had a health check and blood taken. Neither of them received any medical treatment for the needle sticks. There was no adverse event. The suspect devices were requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned (B)(4) unused accu-chek safe-t-pro plus lancing devices. All of the unused lancing devices were tested. The reported failure of the protruding lancet could not be confirmed or reproduced by operation of the received samples. All tested devices met specification. In addition, the devices were disassembled for investigation. No abnormalities were found which would verify the customer allegation. The defective lancing device was not delivered, no further investigation is possible.